Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced fifteen infusion sets tubing was leaking events on (B)(6) 2025 at coupling housing. Infusion sets were used for less than 24 hours. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.